Manufacturer narrative:
Manufacturing review: a manufacturing review was not conducted because this is the only complaint for this lot. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged broken catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include over-pressurization, chemical degradation, and flexural fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Potential root causes listed in the fmea are catheter tears at stem, inadequate connection strength, catheter mushrooming, chemical degradation, flexural fatigue, cathlock backwards, and cathlock misalignment/disengagement. The investigation for broken catheter is inconclusive. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2022).

Event description:
It was reported that while flushing the port implanted via right internal jugular vein, the healthcare provider allegedly identified bubbling in the chest. Reportedly, the patient complained of pain and an x-ray allegedly demonstrated broken catheter tubing in the right atrium, right ventricle, and right ventricular outflow tract. It was further reported the patient was sent to ed for urgent removal. The patient was discharged.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 12/2022.

Event description:
It was reported that while flushing the port implanted via right internal jugular vein, the healthcare provider allegedly identified bubbling in the chest. Reportedly, the patient complained of pain and an x-ray allegedly demonstrated catheter tubing in the right atrium, right ventricle, and right ventricular outflow tract. It was further reported the patient was sent to ed for urgent removal. The patient was discharged.